Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and had undersensed torsades events. The patient was working in their yard when they received inappropriate therapy due to right ventricular (rv) lead t-wave oversensing (twos). The device was able to appropriately withhold further inappropriate shocks. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.